Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7072756, UDI: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively.